Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported noise problem could be confirmed per ECG print out. Device voltage level was at eri. Noise on the egm is not sensed by the device and will not affect the pacemaker function in anyway. The marker channel and surface ECG are not affected and may be used to demonstrate appropriate function of the pacemaker. This noise may become more prominent when the battery impedance of the pacemaker is greater than 10k ohms.

Event description:
It was reported that noise was observed on egm before pg replacement due to eri. No anomalies were found in threshold, wave and impedance. Noise did not appear after the pg was replaced with zephyr dr.